Event description:
It was reported that two xience pro stents (2.5x23 mm within the right posterior lateral descending and a 3.0x18 mm within the right posterior descending lateral segment) were deployed for treatment of stenosis in the distal right coronary artery (rca) using a culotte technique about 1 year ago. On (B)(6) 2014, the patient came to the hospital for a control angiography, during which in-stent restenosis was observed in both stents which was treated with balloon angioplasty. As a dissection occurred during the treatment, two more non-abbott stents were implanted within the distal rca segment. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of dissection and restenosis are known observed and potential patient effects as listed in the xience pro everolimus eluting coronary stent system electronic instructions for use (IFU). In this case, as a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 2.5x23mm xience pro referenced is being filed under a separate medwatch report. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.